Event description:
Boston scientific received information that the right ventricular (rv) channel noted a change in impedance measurements greater than 500 ohms. Measurements returned to typical values. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.